Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited intermittent noise and oversensing. Initially, there were was no pacing inhibition greater than two seconds, there were two nonsustained ventricular tachycardia detection due to the noise, but no inappropriate tachy therapy was given. The information was discussed with boston scientific technical services (ts) and potential causes of the observation were reviewed, and it induction testing was suggested if changes to sensitivity were made to ensure that ventricular fibrillation would not be undersensed. At that time, the rv sensitivity was reprogrammed and the patient was monitored. Recent evaluation showed low amplitude noise on the rv and shock electrograms (egms) which resulted in asystole of greater than two seconds. The informaiton was again reviewed with boston scientific technical services (ts) and causes and evaluation options were reviewed. Additional information was received that, at this time, the patient will continue to be monitored. There have been no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
New information received indicates that this device was explanted for an unknown reason and returned for analysis.